Event description:
The end user's spouse tried to pry the plastic rim off the unit with a screwdriver when the tire blew and the plastic rim cracked in two pieces. The end user also said that when the tire blew the plastic rim hit spouse in the face resulting in fifteen stitches in the upper lip, loosening of the teeth and numbness in the lip.